Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that unit will not pass opts check. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during testing in lab. The pca failed ¿leads ECG test ¿ fail/ECG cable¿. Troubleshooting and close visual inspection identified insufficient solder amounts for securing prompt u34 j-pin contacts to landing solder pads. The pandora chip u34 was re-soldered and the processor pca successfully passed operational check.